Manufacturer narrative:
A 2 years retrospective analysis of the microport crm's complaints has been performed to review the reportability decision to FDA. The current event met the reportability criteria. Therefore, a MDR is sent by taking into account the validation date of this retrospective analysis as the last information received (28 june 2024). Analysis summary: analysis of the provided expertise files confirmed the reported issue: on (B)(6) 2022, the patient data was missing when interrogating icds the day following their implantation. In addition, unexpected characters were observed in the lead coil impedance field. - in-depth analysis revealed that the observed issue resulted from a communication error between the associated icds and the subject smarttouch tablet during an in-clinic interrogation, leading to the display of a pop-up message indicating that patient data is missing. However, reprogramming the patient data following this error overwrote existing data and led to the generation of unexpected characters in the lead coil impedance field, resulting in the observed issue. - as the initial patient data was permanently lost, another reprogramming of the data is needed to fill the patient data sections of the two icds. - it should be noted that no other function of the icds was affected by this software issue.

Event description:
Reportedly, the patient information in the patient tab was no longer displayed the day following the implantation of two icds. The patient information was filled with an orchestra plus (under 3.12 version), while the check was made with two smarttouch tablet (one with 3.10 version and the other with 3.12 version).